Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd texium set had leakage. The following information was provided by the initial reporter: 3 fluorouracil infusors were leaking. The reporter has tried to get the information from the user, but it is unable to provided. Note the product is texium, but we are unable to determine product code or batch. Additional information received from the customer: was there patient involvement in all 3 events? Device 1: yes, identified during device disconnect device 2: yes, patient reported leaking to staff device 3: no information provided at which stage were the reported leaks identified (prior to use / during infusion etc)? Device 1: during device disconnect device 2: during infusion (at home) device 3: no information provided compounding batch details of reported 3 events? Device 1: fluorouracil hs (accord) 2800mg in glucose 5% folfusor sv 2.5 = no bd texium provided to customer with the product device 2: invalid batch number = clarification sought device 3: no information provided date of occurrence of reported 3 events? Device 1: 4 mar 2026 device 2: 29 jan 2026 device 3: no information provided, were all 3 elastomeric devices used with bd texium attachments? Device 1: yes, origin of leak reported as ¿the connection point between the infuser and the texium¿ device 2: yes device 3: no information provided are product code and batch details available of the bd texium attachments? Device 1: no information provided device 2: no information provided device 3: no information provided were any quality issues observed with the elastomeric devices? Device 1: nil noted device 2: nil noted device 3: no information provided was leak contained within sealed overpouch? Device 1: no, identified during device disconnect device 2: no device 3: no information provided did the drug come in contact with the patient / user / physician¿s skin? Device 1: yes device 2: yes device 3: no information provided, if skin contact occurred, what actions were taken immediately after the spill skin contact? Device 1: port flushed with 20ml n/s as per cvad policy. Gripper needle removed. Nil oedema or erythema at needle insertion site. Device 2: skin slightly discoloured cleaned and wiped down with n saline nil pain device 3: no information provided was there any injury or medical intervention as a result of this report? Device 1: no device 2: no device 3: no information provided was location of the leaks able to be identified? Device 1: yes, origin of leak reported as ¿the connection point between the infuser and the texium¿ device 2: no information provided device 3: no information provided was the clear fill port cap secured on the top of the device? Device 1: appeared to be device 2: appeared to be device 3: no information provided, was the blue winged cap secured to the luer at the end of the tubing? Device 1: n/a, this was identified at device disconnect, with origin of leak reported as ¿the connection point between the infuser and the texium¿ device 2: no information provided device 3: no information provided, does the rubber bladder / reservoir appear to be damaged or broken? Device 1: nil noted device 2: nil noted device 3: no information provided, if identified during use, was the device exposed to water when the patient took a shower or bath? Device 1: unknown device 2: unknown device 3: no information provided, is there evidence a sharp object was used to open the packaging? Device 1: unknown device 2: unknown device 3: no information provided, was there any damage observed to the product packaging, or the carton the product was received in? Device 1: nil noted device 2: nil noted device 3: no information provided, notes for device 1: visit to patient for chemo disconnect. Baxter pump empty. Blood backflow from gripper tubing through to the texium. Blood leaking from connection between texium and baxter tubing connection. Patient was unaware the leak. Nil evidence that chemo had leaked from the connection. All connections secure and had been reinforced with tegaderm. Port flushed with 20ml n/s as per cvad policy. Gripper needle removed. Nil oedema or erythema at needle insertion site. Patient advised that this writer will be advising cancer centre staff of leaking connection in case further follow up is required.